Event description:
It was reported to nova biomedical that a consumer received back to back blood glucose readings of 105 mg/dl on one of her blood glucose meters and a reading of 350 mg/dl on her back up blood glucose meter within a ten minute time period. She believes the higher reading meter to be inaccurate. No decision to treat was reportedly made on the alleged faulty meter. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.